Manufacturer narrative:
The 357.430 tap/reamer is part of the titanium trochanteric fixation nail system; contained in the 105.646 auxiliary instrument set and primarily used for the 4.9mm ti locking bolt screw option. The returned device was received in two pieces, the handle is separate from the shaft and separated at the weld locations. Both weld beads at the interface of the handle and shaft are separated. The returned device was manufactured in may 2011 which is prior to the material change being made and implemented in february 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a tap broke during surgery. The surgeon was performing an intramedullary nailing for a pathologic impending fracture. While tapping the femoral head in preparation for the insertion of the trochanteric fixation nail lag screw, the handle disengaged from the body of the tap. The body was removed from femoral head with vise grips. Broken or damaged devices or fragments were difficult to remove and required additional intervention. The extended operative time delay was greater than 14 minutes but less than 30 minutes. Lag screw was then introduced through trochanteric fixation nail and into femoral head without further incident or delay. Surgery was successfully completed. There was no patient adverse event and no delay in surgery. The lot number was not provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): a review of the device history record revealed no complaint related anomalies.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.